Event description:
To summarize this event, a 14mm amplatzer septal occluder ("aso") was implanted in 2009 and six days later, the patient presented with a pericardial effusion and underwent surgery.no further information was received by aga medical.

Event description:
A clinical examination in 2009, of a female demonstrated signs of an intra-atrial communication and an echocardiogram revealed an ostium secundum atrial septal defect (asd) with adequate margins for percutaneous closure with an amplatzer septal occluder ("aso"). A 14mm aso was implanted the next day at 7:00 am, in proper position with total closure of the defect and no complications. At 1:00 pm, the patient was in stable condition with no signs of bleeding at the puncture site. At 5:30 pm, the patient was making satisfactory progress and was discharged. Two days later, the patient's mother reported that the patient was dizzy and nauseous. The patient was found to be in good general condition; however, the patient had pain in the intercostal and pectoral muscles. It was considered that both the dizziness and the muscle pains were possible side effects from the anesthesia. The patient was treated with ibuprofen. Four days later, the implanting physician was notified that the patient's family found her on the floor of her room the night before. She was urgently moved to the clinic and an echocardiogram revealed a hemopericardium. The hemopericardium was drained surgically and a laceration in the anterior wall of the aorta was found and sutured. The patient was moved from surgery to the ICU where she remained intubated, with chest tubes to drain any residual bleeding. Three days later, the implanting physician spoke with the surgeon. The chest and orotracheal tubes were removed, as the patient had markedly recovered with a normal post-op.

Manufacturer narrative:
This event was reviewed by aga's asd adjudication board and the following observations were reported: the implant echocardiograms and the letter describing the event were reviewed, and it is suspected this patient experienced a device related erosion through the aorta, however, the event echocardiograms and operative report are needed to determine the cause or mechanism of the hemodynamic compromise and if there was a perforation through the left or right atrium.

Manufacturer narrative:
This event was reviewed by aga medical erosion board chairs on 29 april 2011 and definite erosion was confirmed.

Manufacturer narrative:
The results of this investigation are inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Should additional information become available, aga medical will file a supplement report.